Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a novasure procedure on (B)(6) 2025, the physician reported that after the ablation he observed a hole in the array. The ablation was reported as successful and no patient injury reported. Cavity was examined and no foreign material was observed inside the cavity. Patient was doing fine and the physician confirmed that no medical intervention was required. No other information available.

Manufacturer narrative:
Device was returned for investigation: visual inspection was conducted, and a hole was found in the array (the hole is in both poles facing the handle, additionally, the external sheath tip is deformed. Functional testing was not conducted because the issue could be confirmed during the visual inspection. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.